Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [10.0 mg/ml] at a dose of 0.059 mg/day at minimum rate mode via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient experienced a motor stall. It was noted that reading the logs with a physician programmer was done as diagnostics/troubleshooting performed. The logs examined on (B)(6) 2017 at 12:35 were attached with the report and showed that the motor stall occurred on (B)(6) 2017 at 16:05 and recovered that day(B)(6) 2017 at 17:23. It was stated that any environmental/external/patient factors that may have led or contributed to the issue were ¿n/a.¿ the pump was completely explanted and replaced on (B)(6) 2017 as surgical intervention taken to resolve the issue. It was indicated that the pump would be returned by the manufacturer's representative. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was (B)(6). Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the event the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.